Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator mainboard was burnt. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the vela main pcba (printed circuit board assembly) was received in vyaire facility. Vyaire medical tech verified that the pcba was in fact burned as reported. Burn marks were found on at pins 18 and 20 of the j17 connector (to/from power pcba) and pin 12 of the j16 connector (from power pcba). The reported issue was verified and caused by a short circuit of the power circuity of the pcba.